Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient became incontinent approximately 12 years after artificial urinary sphincter (aus) implant. Patient underwent a replacement procedure in which all components were explanted and replaced without adverse patient effects.